Event description:
It was reported that the customer stated that there are 5 additional EtCO2 units at their facility exhibiting error code 570.6500 and 570.6200. There was no information on patient involvement.

Manufacturer narrative:
Additional Information: Manufacturer Narrative.The actual date of event is unknown.ROOT CAUSE:The root cause for the reported issue that device had error code 570.6500 and 570.6200 was not determined because no product or device logs were returned.Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.